Event description:
During a mapping and pulsed field ablation (pfa) procedure for atrial fibrillation, ablation was initiated in the right superior pulmonary vein using a farawave catheter. Immediately following the first application, the patient developed asystole. Attempts to increase pacing output via the existing right ventricular lead (set at 8 @ 1.5) were unsuccessful due to loss of capture. Temporary pacing was initiated using a duodecapolar catheter positioned in the coronary sinus. Fluoroscopic imaging revealed dislodgement of the patient's pre-existing right ventricular pacing lead, which was a 4-year-old non-boston scientific (non-bsc) lead. With temporary pacing established, the physician completed ablation in the right inferior pulmonary vein. A new right ventricular lead (ingevity) was implanted at the conclusion of the procedure. The event was attributed to dislodgement of the pre-existing non-bsc lead during the farapulse ablation procedure. No malfunction or performance issue was reported with the farawave catheter, and the procedure was completed as intended. The patient is expected to fully recover.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.